Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate the reported failure. The ec was installed on a system. The system started off with good display. After power cycling, the display had a green tint. Review of the logs confirmed error fault 48204. The light engine will be replaced and the ec will be upgraded from the latest version to include a replacement of the endoscopic controller power distribution (ecpd) pca board. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A log review confirmed the occurrence of the procedure date on (B)(6) 2022 using system sk3352. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to an image issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer was experiencing issues where their image was green. The customer received phone assistance from the technical support engineer (tse). Tse recommended to hard power cycle the vision side cart (vsc), which the caller confirmed they would relay to the user. The tse reviewed the live logs and noted an error 48204 pointing to an issue with the endoscope controller (ec). The customer elected to swap to a different vsc due to time. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.